Event description:
Surgeon reported several occurrences where the lurer lok adaptor and cannula detached from the syringe. It was reported that the dr uses different cannulas than the ones that are provided in the product package. Two of these pts were reported to have experienced a punctured posterior capsular bag requiring vitrectomies. The outcome for both pts was reported as good.